Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery housing was physically damaged, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged housing was physical abuse. There was no death or adverse event associated with the battery malfunction.

Event description:
On 02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 02/28/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery and reported that the battery was unable to power on a monitor.